Event description:
It was reported that the user experienced persistent hyperglycemia overnight despite the pump delivering insulin, with glucose readings between approximately 226 and 240 and a morning value of 185, after multiple tubing and supply changes were attempted and a full supply change was recommended. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.